Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room with complaint of shortness of breath, chest pain and pre-syncopal episodes/ "blacking out spells". Interrogation noted high sensing integrity counter (sic), oversensing, inhibition of pacing, loss of capture and undersensing with small r-waves on the right ventricular lead. During the procedure to revise the lead, the physician noted that the lead was fully engaged in the header. The physician also mentioned that in one fluoroscopy screen shot, there was unusual motion on the lead. The physician could not clearly determine the reason for the oversensing and pacing inhibition, so both the lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.